Manufacturer narrative:
The field service engineer (fse) observed a liquid level detection (lld) error with the sample/reagent probe and replaced it. The customer has had no further issues. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys tsh (tsh) on a cobas e 411 immunoassay analyzer. The initial result was 0.02 qu/ml. The repeat result was 7.07 qu/ml. The questionable result was not reported outside of the laboratory. The tsh reagent lot number and expiration date were not provided.

Manufacturer narrative:
The investigation determined the event was due to a sample pipetting issue resolved by replacing the sample probe.